Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited muscle stimulation and high pacing thresholds. Additional information was received indicating that there was dislodgement. This lv lead was abandoned surgically. No additional adverse patient effects were reported.